Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, an unspecified alarm, a keypad or button that was unresponsive, or a button error. The event involved product(s) mmt-1884l. The troubleshooting was performed, but the issue was unresolved. No harm requiring medical intervention was reported. The product return was requested fir mmt-1884l and the customer response was insulin pump will be returned.

Manufacturer narrative:
Pump received, with flashing medtronic logo. Unable to verify, keypad/button unresponsive/button error alarm or e/a alarm unspecified or perform the displacement test, sleep current test, active current test and self test, due to flashing medtronic logo. Unable to download history files and traces using thump, due to flashing medtronic logo. Pump was cut open to perform visual inspection. And found no physical or moisture damage on keypad assembly, electronic assembly, force sensor assembly or motor assembly. The j1 connector on pcba 1 was locked properly, during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Flashing medtronic logo was observed, during analysis. And was isolated to the electronic assembly. Pump failed to download history files and traces, due to a hardware error. Keypad/button unresponsive/button error alarm and e/a alarm unspecified was unknown. Exposed to moisture not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.